Event description:
It was reported that the battery of this pacemaker had an estimated remaining longevity of six years at the patient's last in-clinic follow-up two years ago. At the patient's most recent follow-up, the estimated remaining longevity was only two years. The patient will return to clinic for follow-up in (B)(6) 2024 in order to re-evaluate the battery. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
With all the available information, boston scientific is unable to conclude the root cause of the incident. This device remains implanted; therefore, a technical analysis cannot be conducted. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this pacemaker had an estimated remaining longevity of six years at the patient's last in-clinic follow-up two years ago. At the patient's most recent follow-up, the estimated remaining longevity was only two years. The patient will return to clinic for follow-up in (B)(6) 2024 in order to re-evaluate the battery. No adverse patient effects were reported. This product remains in service.